Manufacturer narrative:
The company rep replaced the power supply ((B)(4)). The unit was tested to factory spec. It functioned normally and was returned to the customer. A review of the device's service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The pump was replaced and therapy was continued. No pt injury was reported.